Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump is exhibiting error code 46507. Per reporter, troubleshooting included powering pump on, acknowledging loss of power and reviewing settings, the pump started running. No adverse patient effects were reported. No further information is available.